Event description:
It was reported that during a procedure "the connector came apart" from the electrophysiology catheter. The device was removed from the patient and no patient injury was reported by the user facility.

Manufacturer narrative:
The complaint device was returned to stryker sustainability solutions (sss) without the original packaging. The device was returned with the catheter shaft coiled and the connector detached from the catheter. The device was visually inspected and found to have all connector pins and electrodes intact. No cracks or seam separations of the connector were detected. Residual adhesive was detected on the catheter shaft along the section of the shaft that adheres to the inside of the connector shell indicating that the connector shell and shaft were bonded prior to detachment. The root cause of the catheter breakage is unknown but may be linked to mishandling subsequent to distribution from sss or ancillary equipment error. Sss instructions for use state: "inspect the packaging and catheter for damage or defect prior to use." "Use the appropriate interface cables for the reprocessed ep catheter being utilized." The device history record for the complaint device indicates the device passed all inspections prior to release from sss. The reported event is not occurring more frequently or with greater severity than is usual for the device.